Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1922970) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('very allergic to nickel') and raynaud's phenomenon ('raynaud syndrome') in an adult female patient who had essure (batch no. B15009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), raynaud's phenomenon (seriousness criterion medically significant), headache ("neuro algodystrophy headaches"), fatigue ("fatigue"), arthralgia ("extreme joint pain"), renal pain ("kidney pain"), pain ("whole body ache"), acne ("white pimples") and cyst ("cysts"). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, raynaud's phenomenon, headache, fatigue, arthralgia, renal pain, pain, acne and cyst outcome was unknown. The reporter considered acne, allergy to metals, arthralgia, cyst, fatigue, headache, pain, raynaud's phenomenon and renal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('very allergic to nickel') and raynaud's phenomenon ('raynaud syndrome') in an adult female patient who had essure (batch no. B15009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), raynaud's phenomenon (seriousness criterion medically significant), headache ("neuro algodystrophy headaches"), fatigue ("fatigue"), arthralgia ("extreme joint pain"), renal pain ("kidney pain"), pain ("whole body ache"), acne ("white pimples") and cyst ("cysts"). At the time of the report, the allergy to metals, raynaud's phenomenon, headache, fatigue, arthralgia, renal pain, pain, acne and cyst outcome was unknown. The reporter considered acne, allergy to metals, arthralgia, cyst, fatigue, headache, pain, raynaud's phenomenon and renal pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.